Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was exhibiting decreased r-wave amplitude sensing. The rv lead was explanted and new rv lead was implanted. The patient was in stable condition.